Event description:
Literature: seijo fj, alvarez-vega ma, gutierrez jc, fdez-glez f, lozano b. Complications in subthalamic nucleus stimulation surgery for treatment of parkinson's disease. Review of 272 procedures. 2007;149:867-876. This article presents a retrospective data collection in 130 pts (62 women, 68 men) who underwent 272 procedures for the implant of leads in the subthalamic nucleus between 1998 and 2005. A 4 contact dbs lead (medtronic) was implanted and fixed with a medtronic burr hole ring and cap. After implanting the lead in the right hemisphere, the same procedure was performed on the left. The intracerebral leads were connected to the ipg extension cable. Itrel ii, soletra, or kinetra (medtronic) pulse generators were implanted. The 124 pts were implanted bilaterally and 6 unilaterally. The mean age was 62 yrs (36-74 yrs), the mean duration of disease from time of diagnosis to operation was 15.3 yrs (4-28 yrs), and the mean follow-up was 37 months (3-93 months). Most pts had no complications, some pts had one complication, some pts had two complications, and 2 pts had three complications. No complications were reported for the 28 replacements done in the follow-up period. The following complications are reviewed in the current article: aborted procedures, misplaced leads, intracranial haemorrhage, seizures, hardware complications, other complications. During immediate post-operative lead placement, 1 pt had a cerebrospinal fluid leak through the burr hole ring and cap, which required surgery to repair.

Manufacturer narrative:
This report is being submitted following an internal audit.